Event description:
The customer tested, her blood glucose using her 2 contour meters and received readings of 204 and 103 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. She was advised to return her test strips for evaluation. Replacement test strips were sent to the customer.